Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis procedure: balloon kyphoplasty it was reported that during inflation of balloon, the balloon ruptured at about 250psi, there was a delay of less than 60 minutes in the overall procedure time as a result of this event. The product came in contact with the patient. The procedure was completed successfully with a new product. No patient complications were reported.